Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect, notably in the early morning hours. It was noted that the synch keys on the pt programmer were too close together for the pt and he kept turning the device off and did not realize it. His was at 10 volts and "barely" felt the stimulation. He visited with his physician and the company representative. He had surgery to address the problem but reported to still have problems with his device system.